Manufacturer narrative:
The product will be returned to manufacturer and hill-rom will conduct an investigation and send a supplemental report of the results.

Event description:
It was reported to hill-rom about an overhead lift where the sling bar hook broke off during a weight test of 550 lbs. No patient impact.